Event description:
The customer originally contacted nephron pharmaceuticals corp regarding a product complaint on (B)(4) 2013. In this absence, the pt's wife reported that a washer fell into her husband's mouth while using the ez breath atomizer. The customer added that he was able to successfully remove the component from his mouth. The pt's wife reported that he did not experience any medical harm or require any medical interventions following the event.